Event description:
It was reported that during a low anterior resection procedure, the assistant was below and the surgeon above. The device was open all the way then the surgeon attached the anvil. The rep asked if a click was heard; there was no click heard from below. The surgeon confirmed a click was heard from above. The device was dialed into the green zone and fired. There was some difficulty removing the device so the surgeon had to fish tail the device a little more. The donuts were inspected and were complete; however, there were malformed staples. The surgeon tried to re-sew the area, however, that did not work. The surgeon sewed a second purse string and was going to use another circular. However, before firing, the surgeon noticed a hole in the anterior portion of the rectum. The patient received a colostomy however it is unknown if it was temporary or permanent. The contour device was used to complete the procedure.

Event description:
Additional information was requested, but the only information provided was that the patient was female.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. (B) (4) (transfusion of blood products), (colostomy). (B) (6) later it was reported that the procedure was prolonged by 1-2 hours; the patient received a blood transfusion, however, the amount of units is unknown. The patient lost 1100cc of blood.

Manufacturer narrative:
(B)(4). Washer uncut. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or if the firing handle is not firmly squeezed using steady pressure until the firing handle is fully parallel to the instrument handle, staples could be deployed without completely forming and without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.